Manufacturer narrative:
Welch allyn is reporting this event in abundance of caution as it is unclear which device or component caused the problem. Note from section. The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
An initial report from a fire investigator alleges that, in the investigator's preliminary opinion, an electrical failure involving a welch allyn rechargeable handle caused a fire. The specific handle part number is unk. Based on the pictures and the presence of a 72200 battery, the handle is possibly a 71000, but the handle brand and identity cannot be confirmed at this time; nor can the actual cause of the fire; in particular the photos show multiple electrical appliances plugged into the power strip. We are filing this report in an abundance of caution until further investigation can be conducted.